Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28543. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is successful, but patient had also presented in-clinic for a right ventricular (rv) lead revision due to over-sensing of noise being found on the rv lead, leading to inhibition of pacing. On (B)(6) 2021, the advisory device was explanted and replaced. The rv lead was also capped and replaced on (B)(6) 2021. The patient was stable throughout.